Event description:
Broach handle fell apart during surgery. The nurse went out to clean and brought in second set with sterile handle. There was no adverse consquence for the pt or delay in surgery or anesthesia time.